Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by the ssu technician and the motor, motor belts and esd cable were replaced. The replaced motor was evaluated at the engineering laboratory and the reported symptom of noise was reproduced. Upon disassembly of the brushes and the tacho generator it was determined that the disc armature in the tacho generator was detached and loose from the rotor. After running the motor using a regulated voltage supply of 3-24v there was no strange noise and the motor ran smoothly. (B)(4).

Event description:
On (B)(6) 2014 at (B)(6) hospital in (B)(6), it was reported that the rpm serial number (B)(4) made a strange noise, wobbled while running and stopped with error message rpm diff or safety-s on the display. There was no patient involvement. (B)(4).